Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at 400 ohms through (B)(6) 2015; rises out of range (1311 ohms) on (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high and out of range. Before and after those high values the impedance was stable. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia), exhibited high thresholds. A lead fracture is suspected. The high-voltage, defibrillation coils, of the lead have been capped and the low-voltage, pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed noise and unsteady rv lead impedances. The lead currently remains in use. No patient complications have been reported as a result of this event.